Manufacturer narrative:
Field service engineer (fse) worked over the phone with the customer to evaluate the issue. Fse identified the sample probe valve appeared to be demonstrating intermittent failure and was the cause of the "sample probe fa clot sensor" errors. Diminished or impaired valve function might not always present with system errors and has the potential to impact results. Fse ordered a replacement valve. Customer replaced the valve. There have been no further issues reported. (B)(4).

Event description:
The customer reported to beckman coulter hotline that their au480 clinical chemistry analyzer was generating "sample probe fa clot sensor" errors during control runs. This alarm would halt the system by moving the analyzer into stop mode. The operator would have to reboot the system to continue running. There was no death or serious injury related to the leak. No erroneous results were generated.